Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was not possible to connect to the imaging system. The bulkhead network connector was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that system could not make a reliable connection to the imaging system for an image transfer. There was no patient present when this issue was identified.